Manufacturer narrative:
Hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5 updated with an updated clinical rationale. The investigation is still ongoing.

Event description:
An impella cp was inserted via right femoral artery in a 70 year old female for high risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. The patient received support from the cp for coronary angioplasty procedure. Post procedure, while in the intensive care unit, blood tinged urine was observed. P level was lowered from p7 to p4. On day 2 of support, the device was successfully explanted. The reported hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as traumatic foley insertion, the underlying cardiogenic shock physiology, hemodynamic instability, and device position.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 70 year old female for high risk percutaneous coronary intervention. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. The patient received support from the cp for coronary angioplasty procedure. Post procedure, while in the intensive care unit, blood tinged urine was observed. P level was lowered from p7 to p4. On day 2 of support, the device was successfully explanted. The reported hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as the underlying cardiogenic shock physiology, hemodynamic instability, and device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.